Event description:
This is being filed to report difficulty deploying a clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and during clip deployment, difficulty was encountered but the clip was ultimately able to be deployed. The procedure concluded with mr reduced to 1. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed clip deployment could not be replicated in a testing environment. In addition, the returned device analysis discovered scratched and bent l-lock tabs, scratched and corroded actuator coupler, and broken welded actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult or delayed clip deployment could not be determined. A cause of the observed bent l-lock tabs could not be determined. The observed actuator coupler corrosion appears to be related to salinity remained in device post-procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.